Manufacturer narrative:
A ge oec service representative investigated the issue and replaced battery pack and power cap module to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed precharge failure. This error would make the system inoperable.